Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the vasculature due to patient's anatomy. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella rp device for mechanical circulatory support. During delivery, the impella rp advanced over the wire, and once in the right ventricle impella immediately stopped advancing. The physician created a stiff rail by adding backward tension on guidewire while also attempting to advance rp forward. The decision was made to remove the rp and wire and attempt to cross a second time. The buddy wire technique was utilized with a 0.035¿ amplatz super stiff wire. The physician also created clockwise torque; however, the rp was still unable to advance through the right ventricle. A third attempt to cross was made utilizing buddy wire technique, both clockwise and counterclockwise torque attempted but was unsuccessful. Despite all efforts, the rp remained was stuck in the right ventricle and unable to advance forward. The right ventricle was severely dilated with minimal contractility. The decision was made to remove rp and support the patient with medications. No further information is available.